Manufacturer narrative:
The affected complaint devices were not returned for evaluation. Therefore a product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device details or confirm the alleged deficiency with the devices. As device details were not made available, device history record and complaint history review cannot be completed. Smith and nephew has an outstanding request with the reporter for information. The patient impact could not be determined with the available information. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. Our clinical analysis noted that no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a total left knee was replaced with smith and nephew journey ii bcs oxinium, within months, the patient was again in pain, the knee would buckle and at random times spontaneously swell, when that happened, the patient could not put any weight on it. An x-ray showed that the screw had shifted and the patient had knee revision surgery. The pre- and post-operative diagnoses were aseptic loosening of the left total knee replacement.